Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported that while inserting the IV catheter into the vein of the horse's neck, the orange cap separated from the catheter. The customer contact reported that the catheter was under the horse's skin; however, the catheter was removed. The catheter was replaced and the therapy was initiated. There were no reported adverse patient effects and no report of delay critical to this patient. No medical interventions were reported. No additional information was provided.